Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope experienced a communication error displayed. It was unknown when the event took place. The therapeutic procedure was completed. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was a no image issue. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's allegation of the b30 scope communication error was confirmed and was due to damage on the charged cabled device unit. This caused a no image issue. Additionally, due to dirt on electrical contact of video plug, b30(scope communication err) occurs. The following findings were also identified, and are as follows: (a.) Due to a pinhole on universal cord, water tightness is lost, (b.) Due to deformation of light guide (lg) connector, water tightness is lost, (c.) Bending section cover (a-rubber) had a scratch, (d.) Adhesive on a-rubber had a chip, (e.) Video connector had a scratch, (f.) Due to wear of angle wire, bending angle in up direction does not meet the standard value, (g.) Due to damage on lock engagement lever (fe lever), bending section cannot be fixed firmly, (h.) Due to looseness of insertion pipe, connection between insertion pipe and control unit is not secured, (I.) The video connector case had a scratch, (j.) The label on the lg connector was peeled, (k.) The label on the lg connector was peeled, (k.) The lg-cover glass had a scratch, (l.) Deterioration or discoloration due to chemical stress during the cleaning disinfectant and sterilization process (cds), (m.) The fe lever had a scratch, (n.) Due to damage on fe lever, bending section cannot be fixed firmly, (o.) The right/left plate had a scratch, (q.) The right /left lever had a scratch, (r.) The angulation lever has a scratch, (s.) The switch button 1 had a scratch, (t.) The grip was dirty, (u.) The control unit had a scratch, (v.) And due to a pinhole on universal cord, water tightness is lost. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the malfunction was caused by breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "[inspection of the endoscopic image]: confirm that the endoscopic image is displayed normally in wli and nbi observation. 1. Before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2. Observe the palm of your hand in the wli and nbi endoscopic images. 3. Confirm that light is output from the endoscope¿s distal end. 4. Adjust the brightness level as appropriate. 5. Confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6. Turn the angulation control levers slowly in each direction until it stops. 7. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor the field performance of this device.